Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the 90% stenosed, non-tortuous, mildly calcified right coronary artery. The lesion was pre-dilated and a 2.25x18mm xience alpine stent delivery system (sds) was advanced to the target lesion. Air aspiration was performed inside the patient anatomy and blood was noted entering the indeflator. Balloon rupture due to the calcification in the lesion was suspected. The device was removed from the patient anatomy. No damage was noted to the sds. Additional pre-dilatation was performed and a non-abbott sds was used to successfully complete the procedure, resulting in 0% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.